Manufacturer narrative:
A philips authorized service provider (asp) reported the customer declined repair services and elected onsite repair. The device was operational after repairs were completed. No additional details were provided by the customer despite inquiry. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the tidal volume of the device was 0. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient nor was a delay noted. The investigation is ongoing.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting institution phone: (B)(6). Reporter phone number: (B)(6).